Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported visible air/bubbles event was confirmed. Laboratory analysis of the returned faradrive steerable sheath revealed a tear in the hemostatic valve, creating a leak path. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: visual inspection of the device noted that no abnormalities or defects were found on the exterior of the sheath. The faradrive steerable sheath was leak tested and did not pass leak tests. A leak from the hemostatic valve was observed. Microscopic inspection also revealed a tear was identified on the hemostatic valves, creating a leak path. Inspection of the remainder of the device presented no other damage or irregularities. Risk assessment: a risk review performed for the faradrive device confirmed that the event of visible air/bubbles is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: boston scientific's investigation determined the tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design. B5: describe event or problem - updated.

Event description:
It is reported that air ingress occurred. During an ablation procedure, a faradrive steerable sheath was selected for use. After insertion of the faradrive sheath, the dilator was removed and air removal was performed. However, air at the irrigation connection port could not be removed despite repeated attempts. The sheath was replaced, and the procedure was completed with another sheath. No patient complications were reported. It was further reported that the air was seen in the sheath during air removal from the sheath. The procedure performed was for a paroxysmal atrial fibrillation. No air was seen in the patient.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It is reported that air ingress occurred. During an ablation procedure, a faradrive steerable sheath was selected for use. After insertion of the faradrive sheath, the dilator was removed and air removal was performed. However, air at the irrigation connection port could not be removed despite repeated attempts. The sheath was replaced, and the procedure was completed with another sheath. No patient complications were reported. The sheath is expected to be returned for analysis.

Manufacturer narrative:
B5: describe event or problem - updated.

Event description:
It is reported that air ingress occurred. During an ablation procedure, a faradrive steerable sheath was selected for use. After insertion of the faradrive sheath, the dilator was removed and air removal was performed. However, air at the irrigation connection port could not be removed despite repeated attempts. The sheath was replaced, and the procedure was completed with another sheath. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported that the air was seen in the sheath during air removal from the sheath. The procedure performed was for a paroxysmal atrial fibrillation. No air was seen in the patient.